Event description:
It was reported that bedside registered nurse attempted to discontinue foley catheter. Removed 10cc of yellow fluid from balloon. When they pulled back on catheter to remove from urethra and met resistance. Contacted primary team redacted to assess. To remove foley which caused pain to patient. After removal, it was noted that the foley had a raised ring in the area of the deflated balloon. Not sure if model number is accurate, using number found on balloon port.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). Inflation volume (a) - balloon size (b). 5 ml - 3 ml. 10 ml - 5 ml. Note: drawing may not display actual shape of catheter tip or presence of additional lumen(s). A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bedside registered nurse attempted to discontinue foley catheter. Removed 10cc of yellow fluid from balloon. When they pulled back on catheter to remove from urethra and met resistance. Contacted primary team redacted to assess. To remove foley which caused pain to patient. After removal, it was noted that the foley had a raised ring in the area of the deflated balloon. Not sure if model number is accurate, using number found on balloon port.